Event description:
It was reported that this patient presented to the emergency room after receiving two rounds of anti-tachycardia pacing (atp) therapy and four device shocks from their implantable cardioverter defibrillator (ICD) device across two episodes over the previous 32 hours. It was indicated that the device therapy was provided due to the patients atrial arrhythmia and that the patient is non-compliant with taking their medications. Boston scientific technical services (ts) noted the device was appropriately inhibiting therapy until some extracardiac noise occurred as observed on the device shock channel and the device rhythm identification designation changed. The patients rate was noted to never slow down. Device therapy was not exhausted. Ts provided guidance to the physician that rate control is important and suggested the patient follow up with a cardiologist to determine if device programming changes were warranted. The device remains in-service. No additional adverse patient effects were reported.